Event description:
Ous MDR - it was reported that an increase in impedance (>3000 ohm) was observed within 3 days after the implantation. No lead defect was suspected but rather contacting problems in the header of the pacemaker. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
After it was received, the pacemaker underwent a visual analysis. The inspection of the device showed scratches on the inscribed side of the housing. In addition, the connection system of the pacemaker was examined mechanically. The screws and the spring elements of the lead connections were normal. Leads inserted in a test could be contacted with easy passage, low-ohm values, and reliably. The drill hole dimensions were all within the dimensions defined by the is-1 standard. Next, the pacemaker underwent an electrical incoming goods inspection. The pacemaker was interrogated and the memory content analyzed. The analysis of the memory content showed proper device behavior. The pacemaker's capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed behavior according to specifications in regard to its device functions. In addition, a long-term pacing test was performed, and the impedance measurement functions were checked. Both the pacing function and the impedance measurement functions did not show any anomalies. The device was capable to provide therapy without limitations. The device is ok and within specifications both regarding the connection system and the electronics. The analysis did not show any deviations from the specification that could be related to the clinical observation. There was no material defect or manufacturing error.